Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, when inserting the guide pin (3x75 mm) into the im cutting block 135° (mwx135), metal abrasion occurred on the guide pin at the upper 0° hole for the guide pins for resection of the right shoulder. No further information was provided.